Manufacturer narrative:
Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction reported for this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient has been in the hospital for a couple days and stated that the cause was that he was not getting enough fluid off with the pd treatment. Follow-up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn did not confirm the reported information from the patient¿s spouse. The patient initially went to the hospital on (B)(6) 2026 due to abdominal pain. The patient was admitted to the hospital with suspected peritonitis. However, the pdrn stated that every culture has returned with no growth and the patient¿s white cell count was within normal limits. There is no peritonitis diagnosis documented in the hospital records. The hospital records show the patient was admitted to the neuro intensive care unit (ICU). The pdrn stated there is no diagnosis listed for the patient, so they don¿t know why the patient is in the neuro ICU. The pdrn stated the patient is continuing ccpd therapy during the hospitalization. The pdrn stated it does not appear that the hospitalization is related to any pd issue, but they cannot confirm that. Currently, the patient¿s diagnosis is unknown and there is no further information available. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction reported for this event.